Event description:
It was reported that during a procedure to treat a de novo, concentric lesion below bifurcation in the left anterior descending artery with moderate tortuosity, heavy calcification and 99% stenosis, a 2.5 x 15 nc trek rx dilatation catheter was advanced with resistance for dilatation and inflated; however, the balloon ruptured on the first inflation at 8 atmospheres. Reportedly, the device was prepared inside of the patient anatomy. The 2.5 x 15 nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance and a new nc trek was used and the procedure was completed. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: balance middleweight elite; guide catheter: heartrail. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: to evacuate air from the balloon segment. This step is performed prior to insertion in to the patient. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.